Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The blood glucose reading was 700 mg/dl. The customer was treated with manual injections. The customer was not feeling well and stated that she would call back to continue troubleshooting. The insulin pump was not replaced or returned.